Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
UDI updated **UDI related data quality updates only**

Manufacturer narrative:
G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while is use with a patient, the disposable tracheal cannula's outer measuring capsule and the connecting catheter were found broken. Adverse effects are unknown.